Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs the grips could not grasp the clip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument was not clipping. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the broken instrument just showed up on my desk with a tag on it that said it failed to clip.